Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 1.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 2cm cut line. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the firing stopped midway through using this device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was an excessive force during firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic pulmonary resection, on the pulmonary blood vessel, the firing stopped midway through using this device. It could be returned; the firing into the tissue has been completed, so it was determined that no additional treatment was necessary. It was also noted that there was an excessive force during firing. Another reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown) sigadaptshort, sig power sigadaptshort lin short adapt (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic pulmonary resection, on the pulmonary blood vessel, the firing stopped midway through using this device. It could be returned; the firing into the tissue has been completed, so it was determined that no additional treatment was necessary. It was also noted that there was an excessive force during firing. There was no patient injury.